Event description:
It was reported the patient got an electrical shock on the left side that went into their fingertips when they turned stimulation on. After stimulation was turned on, the sensation went away. The patient had also felt dizzy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0qxld, implanted: (B)(6) 2015, product type: lead. (B)(4).